Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. The device evaluation confirmed the report that an astral device had an unresponsive touch screen. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the touch screen failure was most likely due to physical damage to the top case assembly. The top case assembly was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.